Event description:
Rn primed the IV tubing with venofer 300 mg to administer infusion to patient. Venofer infusion was initiated through a peripheral line w/ + [with positive] blood return. Once the pump began running, this rn noticed that the venofer was not infusing into patient IV saline lock and the venofer was leaking from one of the side port y-sites of the IV tubing, enough to form a small puddle. Even when pump was turned off, the medication continued to leak from side port. Venofer was primed with a new tubing set and patient received medication without incident. Manufacturer response for IV tubing, continu-flo IV tubing (per site reporter).